Event description:
On (B)(6) 2010, pt reported, he dropped his infusion device on a hard surface within the past 48 hours. Pt stated, the display on the infusion device is cracked and approx 1/3 of the screen has a black spot covering it. Pt reported, the damage to the display affected his ability to view the infusion device delivery amounts. Pt will switch to his backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.